Event description:
The patient reported repeated a4 (cartridge/adapter) alerts on her infusion device. She reported that she changed all of her accessories 4 times and continued to receive the a4 alert. In 2008, the patient's blood glucose measured 97 mg/dl at 9:00 pm. She went to bed at 10:00 pm. At 1:00 am the patient stood up from bed and collapsed. She was found unconscious by her daughter and the emergency doctor was called. The patient was given glucose and went back to bed at 2:00 am. At 7:20 am the patient's blood glucose measured 197 mg/dl. She went to the doctor at 9:00 am and was given 4 units of insulin via pen and was admitted to the hospital. At 11:00 am the patient's blood glucose measured 255 mg/dl. She switched to her backup infusion device at 12:00 pm and her blood glucose lowered to 95 mg/dl by 4:00 pm. The patient's normal blood glucose level is 120 mg/dl. Her lowest reported blood glucose value was 45 mg/dl. No further information ia available. Product was requested to be returned for evaluation.